Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Most likely underlying root cause of malfunction: insufficient blood sample applied to strip. Test strip UDI# (B)(4). Note: manufacturer unable to contact the customer via telephone at call backs on 05/01/2017, 05/02/2017, 05/03/2017 and 05/04/2017 in order to ensure the customer's condition since the initial call. Unable to send product notification letter to customer as no address on file.

Event description:
Consumer reported complaint for e-2 error: sample not detected or using wrong test strip. The e-2 error occurred when the blood sample was absorbed. The customer is using the correct test strips. The customer's expected blood glucose test result range was undisclosed. The customer stated he does not have diabetes. During the call on (B)(6) 2017, the customer reported feeling tired; customer stated he did not need medical attention at the time of the call. During the call on (B)(6) 2017, a blood test was performed by the customer and produced test result of 72 mg/dl using truemetrix go meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is 04/29/2017. The meter memory was not reviewed for previous test result history.